Event description:
It was reported the pt was experiencing burning and shocking sensations at the ipg site while she was charging. A replacement charger was sent to the pt. F/u identified the pt was hearing a crackling sound at the ipg site while using the new charger. The sjm rep met with the pt and confirmed the noise at the ipg site while charging; the issue persisted when an extra charger was used. Further f/u identified the physician replaced the ipg.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.